Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for fluid volume overload. However, there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. It is not uncommon for patients with esrd on dialysis to experience fluid volume overload which can be caused by many potential etiologies and the disease process of kidney failure. The pd nurse reported the patient was previously on hemodialysis for renal replacement therapy and began pd modality 1 week prior to the hospitalization. The patient was not receiving concomitant back up hemodialysis during this transition as needed, which can be reasonably attributed to this event as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid volume overload. Per the nurse, the event was not related to any issues with fresenius device or product. The nurse explained this patient started peritoneal dialysis (pd) one week prior to the event. It was reported the patient was previously on hemodialysis and the patient switched dialysis modality because of wanting to do therapy at home. The nurse indicated the fluid volume overload was associated with the transition to pd therapy because the patient was not on back-up hemodialysis which the patient needed. The nurse stated the patient was completing all pd treatments prior to hospitalization without any issues. Details surrounding the patient¿s hospitalization are unknown, as when follow-up was performed the patient was still in the hospital (no discharge summary available). However, the nurse reported the patient was receiving hemodialysis in the hospital.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: a2.